Event description:
On (B)(6) 2011, the pt was implanted with three gore excluder aaa endoprostheses to treat a traumatic rupture of the descending thoracic aorta. On (B)(6) 2012, the three gore devices were explanted. The pt had developed a stable pseudoaneurysm of the proximal descending thoracic aorta. The pt tolerated the procedure.

Manufacturer narrative:
The review of the sterilization and mfg paperwork verified that these lots met all pre-release specs. Conclusion - according to the gore excluder aaa endoprosthesis instructions for use (IFU), the gore excluder aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease. Potential device or procedure related adverse events include, surgical conversion.